Event description:
The patient reported that 2 v-go devices came off of patient stomach on 7/20. The patient stated 1 v-go applied on 7/19 at 6pm come off of her stomach on 7/20 at 6am. The patient applied another v-go on 7/20 come off of her stomach in an hour because she accidentally hit it. The patient disposed of the worn v-go devices.